Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an endoscopic retrograde cholangiopancreatography (ercp) with choledocholithotomy procedure performed in the common bile duct (cbd) on june (B)(6), 2020. According to the complainant, during preparation, it was noted that the gauge needle would not move when pressure was applied. The procedure was completed with another alliance inflation syringe device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during an endoscopic retrograde cholangiopancreatography (ercp) with choledocholithotomy procedure performed in the common bile duct (cbd) on (B)(6) 2020. According to the complainant, during preparation, it was noted that the gauge needle would not move when pressure was applied. The procedure was completed with another alliance inflation syringe device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1184 captures the reportable event of gauge reading inaccurately. Block h10: investigation results a visual examination of the returned complaint device found that the gauge needle was returned in its original position at 0 atm. It was also noticed that the gauge glass cover was cracked causing the detachment of the glass cover and it was not returned with the device. The print quality was inspected and it was found clear, legible and complete. The "y" connector was also returned straight and aligned with the syringe. Microscopic examination was performed and it was discovered that the "y" connector was cracked. Functional evaluation was performed, and the device was pressurized; however, the device did not hold pressure at 10 atm, and was leaking due to the cracked "y" connector. This failure is likely due to the manner in which the device was handled and manipulated that may have caused the encountered failure, as applying excessive pressure to the device and/or excessive manipulation without enough care during the procedure could induce defects found in this device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.